Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The harmonic insert was broken. The sheath was broken at one of the connections with the push-pull rod. Failure analysis concluded that the broken damage may be due to likely mishandling/misuse. The clamp arm was dislodged from the mating slot feature from the inner tube. One side of the slot was more damaged that the other side. The clamp arm hyperextension (bent backwards) likely caused the dislodgment. The curved blade was intact and was undamaged. No other damages were found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of a broken harmonic insert to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, the tip of the harmonic ace curved shears insert broke. The tip was still attached to the instrument, but just flapping. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.